Event description:
It was reported that during a benign hysterectomy surgical procedure, it was noted that cables were broken on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or patient injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down and up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. Scratches were .135 - .240 in length and not aligned with the tube axis. The scratch and gouge damage may have been likely caused by mishandling/misuse. No other damage was found.